Event description:
Spontaneous call from pt's mother reports leaking of tubing - lot 3886078. No other info known. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. What is the outcome of the event? Normal. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the infusion life-sustaining? Yes. Is the actual device available for investigation? Yes. Did we (MFR) replace the device? Yes.